Manufacturer narrative:
The sample was drawn by the ER staff into a pst tube. The sample was centrifuged for 15 minutes at 3200rpm and the appearance was clear. No visible fibrin. The fill volume of the collection tube was adequate. The capped tube was processed through the close tube accession (cta) onto the access. Qc was within the customer's established ranges prior to this event. A system check was performed and met specifications on (B)(6) 2011. No errors or result flags were associated with the erroneous result. Customer stated the laboratory has implemented a repeat policy due to this event. Service was offered and declined. The customer is questioning only one patient's result and a pm was done on this instrument a day prior to this event. No clear root cause could be determined for this event.

Manufacturer narrative:
Change from: malfunction to: serious injury.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni result above the acute myocardial infarction (ami) cutoff for one patient generated by the unicel dxc 600i synchron access 2 clinical system. The result was reported out of the laboratory and the physician believed the elevated result as it correlated with the patient's clinical presentation. The patient was transferred to the nearest trauma center. A subsequent sample was analyzed for accutni and the results were within the normal reference range. The initial sample was repeated and result within the normal reference range was obtained.